Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0uweq, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that symptom control was not 50% or better. The patient experienced loss of symptom relief. The patient started peeing on her pants again which started more in the middle of the summer sometime (2015). The patient stated that she kept track of the symptoms for the past week, and stated had been "getting contractions or urges that are hard to overcome, especially when she sit down and then get up, that's when it could be bad when she stand up". The patient was on program 1 at 4.6 v and has tried other programs as well and still did not get symptom relief. It was later reported on (B)(6) 2015 that ultimately it was a urinary tract infection (uti).the symptoms were leaking and intense urges. They tried changing programs but it did not help. The step taken to resolve the reported issue was patient was on antibiotics. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.